Manufacturer narrative:
Date sent to the FDA: 8/22/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent left inguinal hernia repair surgery on (B)(6) 2015 during which the surgeon noted ¿there was no mesh appreciated from the previous repair. The spermatic cord was not present and the defect on the inguinal canal floor contained an incarcerated sigmoid colon.¿ it was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/11/2021.